Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. The analysis interrogation report indicated the patient received gablofen (500.0mcg/ml, 3.18mcg/day; programmed to minimum rate upon receipt). Analysis of the catheter, model# 8780, serial# (B)(4), found no significant anomalies. The catheter was returned in segments. (B)(4).

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received on (B)(6) 2016 from a health care professional (hcp) regarding a patient who was receiving lioresal intrathecal (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the device was removed due to repeated withdrawal without evidence of malfunction and was being returned for anaylsis. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.